Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After the endoprosthesis was deployed, the imaging identified a proximal type I endoleak. The ballooning was performed to treat the proximal type I endoleak using a coda balloon catheter during the same procedure. During the ballooning, a dissection was observed around the vicinity of the left renal artery. The physician decided to monitor the patient. It was reported that the ballooning was performed slightly outside of the endoprosthesis.